Event description:
Bilateral patient - right side reported under another complaint. Litigation papers allege the following: in (B)(6) 2006, patient underwent a surgical procedure to implant an asr hip in her left side. In (B)(6) 2006, patient underwent a surgical procedure to implant an asr hip in her right side. In approximately (B)(6) 2009, patient began experiencing symptoms, including but not limited to, discomfort, squeaking, pain, and soreness, which in turn negatively affected her ability to walk, move, and sleep. Patients orthopedic surgeon, investigated her symptoms and in approximately (B)(6) 2009 concluded that the problems were stemming from the asr hip in her right side, and that patient was going to have to undergo revision surgery. Right side revised in (B)(6), 2010. Patient is at a continued risk because of the asr hip still in place in her left side.

Event description:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.